Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a time/date issue. The reporter did not identify a specific time/date issue. Animas has attempted to contact the reporter; however, no further information was provided. If further information is provided a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a time/date issue.